Event description:
It was reported that the patient experience lead damage during a revision procedure. The lead was damaged when separating the lead from the lead extension after loosening all the setscrews. The physician experienced difficulty separating the lead from extension. When they were finally disconnected, it was noticed that there was a separation of a wire between two electrodes that appeared "accordion-like". An attempt to check impedances was unsuccessful, because the electrodes would not line up in the snaplid connector. The revision procedure was aborted. The damaged product was to be returned for analysis. As the date of this report, the product had not yet been received.